Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they tried so many infusion sets but the insulin pump had insulin flow block alarm. Customer stated the tubing was not bent or kinked. Customer stated that the insulin was not being reused or mixed, or was expired or denatured. Customer stated that the sites were rotated, site locations with sufficient subcutaneous tissue were being selected, and they avoid inserting into areas with scarred tissue. Customer stated the tubing was not bent or kinked. The customer had tried all remedies. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.